Event description:
Report received from the united states indicating that the device had a frayed cord. It is known the device was not used in surgery. It is also known that there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).